Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings: the battery compartment was observed to be cracked along the compartment threads. The pump was observed to have moisture in the battery compartment. During testing the battery cap was unable to fully tighten to the pump due to the battery compartment crack. A leak test was performed and the battery compartment was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked and moisture was observed in the battery compartment. This report is made based on the results of evaluation.